Event description:
It was reported that the right ventricular lead had low r-waves and high threshold and was explanted and replaced. The atrial lead had high thresholds and was explanted and replaced. During the implant attempt of the new atrial lead, the lead dislodged and could not be repositioned since the vein became occluded. A new lead was then placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. The proximal conductor of the lead became extrinsically fractured due to melting. The outer insulation of the lead was extrinsically breached due to melting. Visual analysis of the lead indicated apparent explant damage. The analysis noted that visual inspection found the outer insulation breached extrinsic/melted and caused 1 out of 6 filars fractured extrinsic/melted at distance 16cm. Performed for entire conductor length using destructive testing, no fractured in vivo was observed. If information is provided in the future, a supplemental report will be issued.